Manufacturer narrative:
UDI: unavailable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - left hip. Reason(s) for revision: increased colbalt. Update 5 august 2015: added surgeon's name and hospital details taken from reply to query 3 (B)(6) 2015) update 19 aug 2015: corrected implant date. (B)(6) 2015. Update 21 august 2015: added primary surgeon's name. Taken from query 3 reply 21 august 2015 ((B)(6) 2015).